Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected alarm. Customer's blood glucose at time of incident was 150 mg/dl. Customer stated that alarm occurred shortly after inserting a new battery. Customer was explained the pump experienced unexpected restart. Customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 150 mg/dl. Customer stated that she got a failed battery test after inserting a new battery. Customer is not sure if the battery inserted is good. Customer was advised to get a new battery and ball back to further troubleshoot.